Manufacturer narrative:
The investigation into the optical signal issue and pump stop has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis of the root cause revealed that the cause of the optical signal issue was most likely biomaterial, and the cause of the pump stop was most likely blood ingress. The cause of the blood ingress was unknown. The failure modes will be monitored and trended. Device available for eval in section d8 updated to yes.

Event description:
Immediately leading up to the reported pump stop, it was further noted that the placement signal from the pump was not accurate.

Manufacturer narrative:
Section h6 updated to correspond with the report of a placement signal issue. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A male patient of unknown age in the EU presented with de-novo cardiomyopathy. A va-ECMO has been in place before impella support. An impella 5.5 cardiac pump has been inserted to provide hemodynamic support. The patient has been on bridge to lvad. On day 18 of support, after the purge pressure has been rising, a pump stop occurred. A new impella 5.5 pump has successfully been inserted. Patient has been alive and on ICU afterwards.

Event description:
Additional information indicated the aic showed a ps-lv about 330/160mmhg with no adjustment possible. Decision was made to withdraw care and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No data logs were returned/available for review. The product was returned and examined. Biomaterial was found in the outflow cage and in the purge gap. A high motor current pump stop and high purge pressure were reproduced. The biomaterial was removed however the high motor current pump stop was still reproducing. The catheter was cut by the motor to expose the purge lumen and blood was found to have ingressed into the purge lumen. The root cause of the pump stop was determined to be blood ingress. The cause of the blood ingress is unable to be determined with no data logs and limited clinical details. The 5s parameters of the optical sensor on the returned product were taken and found to be within specification. The root cause of the offset placement signal was most likely biomaterial as a large amount of biomaterial was found around the optical sensor. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.